Event description:
Crossflex stent 3.5mm x 18mm selected for primary stenting in right coronary artery after a 6fr jr.4 (cordis) guide catheter and a .014 choice wire was used to cross the balloon expandable stent was advanced through the guide and over the guide wire into the right coronary artery when it became misaligned from the stent delivery balloon. The stent/balloon and guide wire were all pulled back to the level of the renal arteries where the wire was maintained. An attempt was made to remove the stent balloon and guide through the 6.5 fr sheath and the stent became dislodged. With the .014 guide wire remaining at the level of the renal arteries a 4mm microvena was advanced and the .014 choice wire was snared. The snare was slowly pulled back. With the stent snared attempts to pull back the stent through the sheath were unsuccessful. The sheath was changed to a 9 fr 11cm sheath over a bentson wire. A biliary snare was then advanced and the wire and stent wire snared. A bentson wire was readvanced. The stent was pulled into the sheath and the stent and sheath were removed. A new 9 fr sheath was repositioned in the right femoral artery immediately after stent removal and a short time later was replaced with a 10 fr 11cm cordis sheath.